Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on october 06, 2021 that a hot axios stent was to be implanted to treat a pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2021. The physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, the stent was fully deployed; however, the second flange did not release from the scope. The partially deployed stent was removed together with the scope and the procedure was completed using another axios stent. There were no patient complications reported as a result of this event.